Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had her implantable neurostimulator (ins) removed because she was getting shocked. She ended up turning her stim off which stopped the shocking. Patient stated the shocking would be intermittent and it wasn¿t the stim but it was more like a shock. Patient stated the healthcare provider (hcp) confirmed they left the lead in place. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the shocking was not determined, but was resolved after the device was explanted.